Manufacturer narrative:
Salter labs has requested that the tlc oxygen cannula and tubing be sent back to the manufacturer for analysis. However, we have not received these devices.

Event description:
A patient was using an oxygen tubing model 2025g and oxygen cannula model 1600tlc-7. While using them she developed red streaks on her face and ears. According to the report she eventually developed a full body rash. She was given 60mg of prednisone and after two weeks she was feeling better.